Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complaints about blood leak alarm after 2.5 hrs on machine. Blood was running into dialysate connectors. Adult person. Blood loss ca 50ml, machine; no serious injury and no medical intervention was needed.